Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported there was no change in activity that led to the issue. The patient stated their tremors were bad, but stimulation was as high as it could go.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their implantable stimulator (ins) was off, and their hands were shaking so hard. The patient said the ins showed 30% charged; they charged the ins yesterday. Pss reviewed how to turn the therapy on. The patient could turn stim back on.

Event description:
Additional information was received from the manufacturer¿s representative (rep) who reported the patient had ¿relatively high settings¿ and they had been having concerns with the rate the neurostimulator was discharging and therapy was turning off leading to a return of symptoms which started a week and a half ago. According to the patient their stimulation would shut off at 30% charge, and their tremor would return. It was reviewed the patient may not be looking at their patient programmer for battery level, with the rep noted the patient was likely discharging their implant all the way, and thus stimulation was turning off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.